Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the blower is not running. It is unknown if the unit was in use on patient or if there's any patient harm reported.

Manufacturer narrative:
Per biomedical engineer the blower was replaced to address the reported problem.